Event description:
During a primary anterior approach hip, using a cup impactor, the cup became cold-welded to the inserter, causing the cup to come out of the acetabulum when the inserter was being removed. Another cup a size larger was prepared and reinserted. The impactor cold welded again, but it was able to be removed. This resulted in a 20-minute extension of surgical time.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The product code reported is a custom manufactured item and is not a standard line product. No info was provided regarding the acetabular cups associated with this report. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.